Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('pain in the right iliac fossa') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy (l5/s1 as a sequela of work accident) and reactive depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash pruritic ("skin rashes and itching of the lower limbs"), menstrual disorder ("menstrual cycle disorders"), asthenia ("asthenia"), fatigue ("increased fatigability"), pain ("impression of diffuse pain") and gastrointestinal motility disorder ("bowel motility disorder"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, rash pruritic, menstrual disorder, asthenia, fatigue, pain and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, fatigue, gastrointestinal motility disorder, menstrual disorder, pain and rash pruritic with essure. The reporter commented: essure removal was performed for medical reasons (medically necessary). The postoperative aftermath was uncomplicated with simple analgesic treatment. Causality was reported as unknown. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('pain in the right iliac fossa') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy (l5/s1 as a sequela of work accident) and reactive depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash pruritic ("skin rashes and itching of the lower limbs"), menstrual disorder ("menstrual cycle disorders"), asthenia ("asthenia"), fatigue ("increased fatigability"), pain ("impression of diffuse pain") and gastrointestinal motility disorder ("bowel motility disorder"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, rash pruritic, menstrual disorder, asthenia, fatigue, pain and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, fatigue, gastrointestinal motility disorder, menstrual disorder, pain and rash pruritic with essure. The reporter commented: essure removal was performed for medical reasons (medically necessary). The postoperative aftermath was uncomplicated with simple analgesic treatment. Causality was reported as unknown. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('pain in the right iliac fossa') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included neuropathy (l5/s1 as a sequela of work accident) and reactive depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash pruritic ("skin rashes and itching of the lower limbs"), menstrual disorder ("menstrual cycle disorders"), asthenia ("asthenia"), fatigue ("increased fatigability"), pain ("impression of diffuse pain") and gastrointestinal motility disorder ("bowel motility disorder"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, rash pruritic, menstrual disorder, asthenia, fatigue, pain and gastrointestinal motility disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, fatigue, gastrointestinal motility disorder, menstrual disorder, pain and rash pruritic with essure. The reporter commented: essure removal was performed for medical reasons (medically necessary). The postoperative aftermath was uncomplicated with simple analgesic treatment. Causality was reported as unknown. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.